Manufacturer narrative:
(B)(4). The dexcom g5 mobile continuous glucose monitoring system user's guide states: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g., redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Dexcom was made aware on 09/16/2016, that on (B)(6) 2016, the patient experienced a skin reaction. The sensor was inserted on (B)(6) 2016. Patient reported that her skin reactions began in (B)(6) 2015 and that out of the barrier tapes and creams she had tried, only a strong prescription steroid inhaler worked. In (B)(6) 2016, the inhaler started to work less and she experienced irritation under the sensor pod. Patient described the area as hard, swollen and stated that the pores dried up like scabs for a few days. No event or additional patient information is available. No product or data was returned for investigation. However, a photo of the reaction was provided for evaluation. The reported event of skin reaction was confirmed. A root cause could not be determined.